Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle 25 g x 1 in. With 3 ml syringe the safety mechanism failed. There was no report of patient impact. The following information was provided by the initial reporter: complaint: safety mechamism was not working properly and made the needle bent occurrence: 1. Customer request replacement for 6 boxes of product.

Event description:
It was reported while using bd safetyglide¿ needle 25 g x 1 in. With 3 ml syringe the safety mechanism failed. There was no report of patient impact. The following information was provided by the initial reporter: complaint: safety mechamism was not working properly and made the needle bent occurrence: customer request replacement for 6 boxes of product.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 21-sep-2023. H6: investigation summary: it was reported the safety mechanism was not working properly and made the needle bend. To aid in the investigation, three samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. The safety mechanism was activated on each sample and there were no issues with the activation. A device history record review was completed for provided material number 305924, lot 3180205. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be determined.